Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and replaced the blood sampling valve (bsv) to resolve the issue.

Event description:
The customer reported obtaining intermittent low patient results for the red blood cell (rbc) and mean corpuscular volume (mcv) parameters along with high mean corpuscular hemoglobin concentration (mchc) results from the coulter lh 750 hematology analyzer. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Printouts of results have been requested but were not provided by the customer.